Manufacturer narrative:
According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), the gore® excluder® iliac branch endoprosthesis is to be used in conjunction with the gore® excluder® aaa endoprosthesis and is not intended to be used on its own. Adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment of an abdominal aortic aneurysm and iliac artery aneurysm using gore® excluder® iliac branch endoprosthesis and non-gore stent graft. A afx® main body (non-gore) and a vela® cuff (non-gore) were deployed. A gore® excluder® iliac branch endoprosthesis (ceb231210a) was deployed on the distal side of the left leg of the afx® main body. It was reported that the overlap length of two devices was about 2 cm. A slight type iii endoleak was observed between afx® main body and the gore® excluder® iliac branch endoprosthesis (ceb231210a), but the physician choose to monitor it. On an unknown date in 2019, one month follow-up computed tomography imaging showed a type iii endoleak. On (B)(6) 2019, a re-intervention was performed for type iii endoleak. Intraoperative angiography identified that the endoleak was type iii endoleak from a junction between afx® main body and gore® excluder® iliac branch endoprosthesis (ceb231210a). A gore® excluder® aaa endoprosthesis aortic extender component (pla 230300j) was implanted at the overlap junction to treat the type iii endoleak. After ballooning, the type iii endoleak was resolved. The patient tolerated the procedure.